Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the patient developed an erosion. The implantable cardioverter defibrillator was removed. No patient conditions were reported and no additional information is available at this time.